Manufacturer narrative:
Retainer ring = clear. Customer alleged hospitalization reported on (B)(6) 2021, for dka. Customer is unsure what happened, but reports seeing damage on the pump. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Pump programmed with bolus deliveries with the test reservoir, including the test infusion set inside the reservoir compartment and the liquid exited properly through the test infusion set noted. Thus and carelink software was utilized and downloaded trace/history files properly. No unexpected insulin flow blocked/no delivery alarms in the pump history noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with torn display window cover, serial number label fading, cracked select button keypad overlay, keypad overlay texture damage, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and dented case during visual inspection. Device tested ok. Pump was returned for damage seen on the pump. Test analysis found damage (physical or cosmetic) on the pump is confirmed. Types of damages are documented above. Unable to verify customer alleged for dka. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device programmed with bolus deliveries with the test reservoir, including the test infusion set inside the reservoir compartment and the liquid exited properly through the test infusion set noted. Thus and carelink software was utilized and downloaded trace/history files properly. No unexpected insulin flow blocked/no delivery alarms in the device history noted. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within specific range during testing (23.0 milivolts). The motor was tested outside of the device on the next generation insulin pump stb3 and passed. The test p-cap locks properly in place in the reservoir compartment noted. Device received with torn display window cover, serial number label fading, cracked select button keypad overlay, keypad overlay texture damage, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and dented case during visual inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized for a week due to diabetic keto acidosis. Blood glucose level at the time of incident was 200 mg/dl. Customer treated with manual injections. Customer reported symptoms like stomach pain and vomitings. Customer had been using insulin pump within 48 hours of reported. It was known that customer was not using the auto-mode feature. Customer reported there were cracks on insulin pump. The troubleshooting was performed. The insulin pump will not be returned for analysis.